Manufacturer narrative:
(B)(4). Batch # t92g64. Investigation summary: the device was received with the shaft damage. The device was connected to the generator but due to the condition of device not all functional testing could be performed. Due to the damage at the shaft the device could not be opened as the I-blade did not move back or forward. This resulted in the reported issues. No conclusion could be reached how the shaft got damage. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy the on the first attempt at using the device the jaws would not close. The procedure was completed with an alternate like device with no patient consequences reported.